Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The cardio report you provided was carefully investigated and demonstrated stable lead impedances of approx. 600 ohm as well as stable shock impedances of approx. 55 ohm. The analysis of the available iegm freezes showed oversensing on the rv channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
(B)(6) MDR - after an implantation period of about 72 months, a possible lead fracture was reported. As the extraction of the lead reportedly failed, the lead was left in situ. No adverse patient side effects have been reported.